Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to ketones and high blood glucose of 585mg/dl. The mother mentioned that insulin squirted out during the manual prime process, and the infusion set was changed to solve the issue. Troubleshooting was performed. The mother stated that he was vomiting before his admission. The time, date, and bolus wizard settings were correct. Then the father called and stated that the night before he changed the infusion set and the insulin continued dripping out. It was stated that the customer was still connected, but he drank a glass of orange juice and his glucose level was up when he woke up. Then they changed the infusion set again and the same thing happened and the customer was taken to the hospital. No further information was provided.